Event description:
Event was reported to caldera medical by an attorney. The patient suffers uti symptoms, painful intercourse, urine leakage, and lower back pain. No further information has been provided.